Event description:
The customer reported that her insulin pump was not properly delivering insulin; the insulin pump alarmed no reservoir when the piston was halfway through the reservoir compartment and did not make its way to the end of the pump. The insulin pump failed the displacement test. Customer was advised to discontinue use of the device multiple times and to revert to backup plan. The patient's blood glucose was 202 mg/dl. The customer also stated that the pump was dropped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The no reservoir alarm functions properly during the displacement test. No unexpected no reservoir alarm noted during testing. The low reservoir alarm function properly. The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Off/no power alarm functions properly. The insulin pump was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.